Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due stress. The most probable cause of the complaint is component failure, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had streaks and stripes in the image. There were no reports of patient involvement.